Event description:
It was reported that the device would not power on. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio control continues to investigate the reported failure.